Manufacturer narrative:
(B)(4). The sample associated to this report was received and the customer reported issue could not be duplicated on the returned sample. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)(4). No sample has been returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action.

Event description:
During the cuff test, the inflated tracheal cuff was not able to be deflated completely. There was no patient involved.